Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynx vascular closure device (vcd) ruptured while inflating and pulling the entire system back to the vessel wall at the sheath insertion site during a left common iliac artery stenosis case. The sheath remained in the vessel, and a new device was opened and used as usual, achieving hemostasis without issue. There was no reported patient injury. The case was treated via a contralateral approach from the right groin, and the sheath had been changed to a 6f 10 cm unknown short sheath prior to device use. Priming was performed per procedure. No stent was placed proximal to the hemostasis site, and no significant calcification was observed. The procedure was performed using a retrograde approach. The deployer had completed hands-on mynx training and has performed many uses since its introduction. A 6f 10cm non-cordis sheath was used. Femoral site suitability and insertion angle were verified by angiography or venography. The device was used in the common iliac artery (cia). The vessel diameter was verified to be =5 mm and no vessel tortuosity was reported. Hemostasis was achieved using mynx device. The mynx vascular closure device (vcd) was stored and prepared according to the instructions for use (IFU). There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the balloon of a 6f/7f mynx control vascular closure device (vcd) ruptured while inflating and pulling the entire system back to the vessel wall at the sheath insertion site during a left common iliac artery stenosis case. The sheath remained in the vessel, and a new device was opened and used as usual, achieving hemostasis without issue. There was no reported patient injury. The case was treated via a contralateral approach from the right groin, and the sheath had been changed to a 6f 10 cm unknown short sheath prior to device use. Priming was performed per procedure. No stent was placed proximal to the hemostasis site, and no significant calcification was observed. The procedure was performed using a retrograde approach. The deployer had completed hands-on mynx training and has performed many uses since its introduction. A 6f 10cm non-cordis sheath was used. Femoral site suitability and insertion angle were verified by angiography or venography. The device was used in the common iliac artery (cia). The vessel diameter was verified to be =5 mm and no vessel tortuosity was reported. Hemostasis was achieved using mynx device. The mynx vascular closure device (vcd) was stored and prepared according to the instructions for use (IFU). There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery or vein. One non-sterile 6f/7f mynx control vascular closure device (vcd) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that button 1 was not depressed, and button 2 was not depressed. The stopcock was found open, with a cordis mynx syringe attached to the unit. The sealant was present in its manufactured position, fully covered by the sealant sleeves. Regarding the condition of the sealant sleeves, no abnormal conditions were observed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. The balloon was tested for an inflation/deflation functional analysis, where no issues related to the reported event were observed, as the balloon inflated and deflated as expected. The reported event of ¿balloon-balloon loss of pressure¿ was not observed through analysis of the returned device since the balloon passed functional analysis. The exact cause of the reported incident could not be conclusively determined during product evaluation. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue experienced since there was no balloon rupture/leakage noted. However, balloon prep and/or handling factors are possible. Although not intended as a mitigation, the mynx control IFU instructs users to purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use. It also states to check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate. It should be noted that failure to purge the device of air during the prep phase and/or excessive tension applied to the catheter during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces and cause the balloon to be pulled through the arteriotomy, which can be mistaken as a balloon rupture. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.